Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No cosmetic damage was noted.

Event description:
It was reported that the keypad of the customer's insulin pump was unresponsive. Her blood glucose was 113mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.